Event description:
It was reported to boston scientific corporation that the day after a successful biopsy procedure of the esophagus the patient coughed up the black end cap (protective sleeve) that protects the tip of the forceps and was to be removed prior to use of the device. The patient is reported to be "in good condition".

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates cannot be determined.